Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the integrated multisensor technology (imt) module. The cause of the discordant sodium results was due to an imt module malfunction. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.